Event description:
A cranioplasty was performed for a 5-6 cm void in the cranium. Patient's defect exceeded the size for the recommended use of norian crs fast set putty 10cc without mesh. The use of a ti mesh was recommended to prevent microfractures from occurring. Mesh was not used. Norian was irrigated with heavy irrigation and started to wash off from defect site. Since norian was not setting properly, the surgeon removed norian and washed site before implanting pmma (polymethyl methacrylate) on defect site instead. Reportedly patient experienced an infection post operatively.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.